Event description:
It was reported by the customer that he had been treated by paramedics for low blood glucose levels. Customer was driving and pulled over to wait for medical assistance. It is not known by the customer what caused low blood glucose levels. Blood glucose level was 27 mg/dl when paramedics treated customer. Customer declined to be taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.